Event description:
It was reported that when the implantable neurostimulator (ins) was put, 3 months later the patient¿s symptoms returned and it was not operating as well. The patient met with their manufacturer representative and they reprogrammed it. The patient had reprogramming done 2 or 3 times and a while after each programming their symptoms returned. The patient fell twice in (B)(6) 2015 and had a loss or change in therapy. Since then the patient had been leaking. The patient was barely feeling stimulation on program 3 at 3.2v and they turned it up to 3.8v where they felt it in the rectum. The patient had leaking and seeping and some days then went several times. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0hhcr, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient called about the same issue and says that she did follow up with her hcp and its been determined that the internal battery needs to be replaced so they will be set up for that in the next few weeks. Hcp wants to replace implant it due to its age and not any problem. Patient reports that in previous calls when patient services helped her change programs it didn't help her issues and didn't give her relief, but then she tried on her own and did see some improvement except when she gets an urge to go to the bathroom there is a lot of urgency, and if she bears down at all, she has a terrible pain inside. Patient says she lowered the stimulation but still has the pain. Setting was currently on program 1. Patient was advised to follow up with hcp. No further complications were reported or are anticipated.

Manufacturer narrative:
Due to imrdf harmonization, previously submitted device, method, result, and conclusion codes related to this event were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the patient: the patient reported that since implant the device worked great for awhile, and then all of a sudden the patient's symptoms return, as if the patient didn't have the implant. The patient stated there is a period of time where the patient will have no leakage or problem and then symptoms will return. The patient has to monitor herself and goes back to wearing pads. Patient has results off and on throughout the years. Patient was currently on program 2 at 4.6 v and stim was on. Patient thinks they have already attempted program 1 and 3. Patient wanted to switch to program 3, and successfully did so and increased to 2.9 v. Patient stated the stim feels right. No further complications were reported or are anticipated.

Manufacturer narrative:
Event is approximate, patient codes are added. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient saw their hcp (B)(6) 2018 and said that it has been 4 years since implant, so they may need to consider replacing battery in near future. Patient said that hcp did not have clinician programmer however, did use the patient programmer to switch programs and suggested making arrangements with a manufacturer's representative if patient doesn't notice improvement. Patient said that the new program worked for a little, however symptoms returned again over the weekend and patient was getting up 3-4 times at night. Patient said that this weekend leaving to go on a 3 week trip in (B)(6) so she wants to get this working again so she doesn't need to take pads with her. Since at hcp office the patient has not made any adjustments and said that she typically doesn't. Patient services reviewed basic functionality and the patient confirmed stim is on. And husband increased by one click. Patient planned to monitor and if no improvement after 24 hours to make another increase. No further complications were reported or are anticipated.